Event description:
This case was initially received via (B)(6) on 31-aug-2017. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("essure and fallopian tubes have been removed") in a (B)(6) female patient who had essure inserted. In 2009, the patient had essure inserted. On (B)(6) 2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. At the time of the report, the medical device removal was resolving. The reporter provided no causality assessment for medical device removal with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 04_sep_2017 for the following meddra preferred term: medical device removal: the analysis in the global safety database revealed 722 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.